Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine two weeks ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("it was as of a pain as it was when I had a colonoscopy") and hypoaesthesia ("numb arms (hysterectomy last week)"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural pain and hypoaesthesia outcome was unknown. The reporter considered hypoaesthesia, medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. Event 'hypoaesthesia' was added. Reporter was added. Product tab was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine two weeks ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("it was as of a pain as it was when I had a colonoscopy"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.